Manufacturer narrative:
Philips confirmed that there was a connection problem between the wireless footswitch and wireless base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction (B)(4) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or base stations available for replacement. The customer has a wired footswitch available for use.

Event description:
It has been reported to philips the wireless footswitch did not connect with the wireless base station. The system was not in clinical use when the issue was identified.